Event description:
It was reported during in clinic follow up that the atrial and right ventricular leads exhibited oversensing due to noise. Programming changes were implemented. The patient was stable and asymptomatic.